Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. Customer also mentioned cracks near the battery compartment and stated that the insulin pump grinds during rewind and the buttons stick. Customer further reported receiving no delivery alarms. Customer declined any assistance. No further information reported.